Event description:
The patient reported through the (B)(6), she had a revision surgery due to pain, swelling and nerve damage.

Manufacturer narrative:
The warnings in the package insert state this type of event can occur. The cause of the patient's pain, swelling, and nerve damage current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Manufacturer narrative:
(B)(4). According to the study: no failure mode was identified. Additionally, bone formation was considered as a possible source of the symptoms leading to the revision surgery. Additionally, mild inflammation and small degree of fibrous tissue was observed around the fossa component. These findings cannot be completely ruled out as a cause of failure. Patient¿s complaints of pain and swelling were the reasons for seeking medical care that resulted in removal of the prosthesis. There was no known biological indication for removal, other than complaints of pain and swelling. Surgeon noted mild inflammation peri-prosthetic with small degree of fibrous tissue. This is report 2 of 2 for the same event. Report 1 of 2 is reported on MFR #0001032347-2013-00021-1.